Event description:
(B)(4). It was reported post a percutaneous coronary intervention, the patient expired. In (B)(6) 2011 the patient presented with chest pain and hyponatremia and was diagnosed with unstable angina and myocardial infarction and cardiac catheterization was recommended. The 90% stenosed and 12 mm long de-novo target lesion with a pre-existing thrombus was located in the proximal left circumflex with a reference vessel diameter of 4.0 mm. The target lesion was treated with direct stent placement of a 4.0 x 20 mm taxus liberte study stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. In (B)(4) 2012 the patient expired due to unknown cause. An autopsy was not performed.

Manufacturer narrative:
Device is combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).